Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were worried about under delivery from the insulin pump. The customer states it does not signal her when the cannula is bent. Troubleshooting for the insulin pump was not performed. The customer's blood glucose level was 400 mg/dl. The customer treated their high blood glucose with a bolus and an injection. The customer was not comfortable with the insulin pump and was advised to discontinue use of the device and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.